Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The doctor broached to a size 10 securefit advanced and when he tried to implant the size 10 123 degree stem it sunk about 1cm beyond the broach level. This was a bilateral hip so the doctor saved the stem for the 2nd side and the same thing happened. The doctor suspects the stem is undersized and requests the stem be dimensionally inspected. I am returning the stem for inspection. Dr p. Implanted a size 11 stem on both sides.

Manufacturer narrative:
An event regarding a seating issue involving a securfit advanced stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device appears unremarkable. The device was inspected with an overlay and passed dimensional inspections. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusion: a dimensional inspection was performed on the securfit stem and found that it is within specifications. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The doctor broached to a size 10 securefit advanced and when he tried to implant the size 10 123 degree stem it sunk about 1cm beyond the broach level. This was a bilateral hip so the doctor saved the stem for the 2nd side and the same thing happened. The doctor suspects the stem is undersized and requests the stem be dimensionally inspected. I am returning the stem for inspection. Dr (B)(6) implanted a size 11 stem on both sides.